Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had the battery replaced about a month ago. The battery was replaced because the ins was on it's side instead of laying flat. Patient did not have a temp ID card w/ new ins info. The patient lost the external devices for the previous implant. Patient was not given external devices for the new ins and was told someone would be contacting them and they haven't heard from anyone. Caller stated the device was not working properly and they're in pain. Troubleshooting emailed rep. Troubleshooting did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_interstim_ins, serial# unknown product type implantable neurostimulator, date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.